Event description:
A customer reported that during cataract with iol (intraocular lens) implant surgery, the system displayed an "occlusion" message several times. The rptr noted that the cassette tubing was not bent. The cassette and the handpiece had been successfully primed before surgery. The procedure was completed w/o any delay and w/o any harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).